Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: wear abrasion, fold creases, a curved opening on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flat" as deflation and capsular contracture.

Event description:
Healthcare professional reported left side saline "flat" and "capsular contracture" baker grade unknown. The device was explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "flat".

Event description:
Healthcare professional reported left side saline "flat." The device was explanted.